Event description:
It was reported that the right ventricular lead had an apparent conductor fracture and the patient received inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and primary analysis revealed that the distal conductor was fractured. The defibrillation conductor was distorted and fractured (overstress). There was blood/body fluid on several conductors (not obstructed) and the inner tubing was kinked/buckled. The outer tubing was also kinked/buckled. The outer tubing overlay was melted, breached cut, and had environmental stress cracking (esc). The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism and sleeve head. The lead was also stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and primary analysis revealed that the distal conductor was fractured. The defibrillation conductor was distorted and fractured (overstress). There was blood/body fluid on several conductors (not obstructed) and the inner tubing was kinked/buckled. The outer tubing was also kinked/buckled. The outer tubing overlay was melted, breached cut, and had environmental stress cracking (esc). The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism and sleeve head. The lead was also stretched.